Event description:
It was reported that this pacemaker, implanted with another manufacturer's leads, exhibited loss of capture (loc) and low right ventricular (rv) amplitude measurements. The pacemaker was reprogrammed with sensitivity increased to 4mv and outputs increased to 3.5mv@1ms. The local area field representative was unable to reproduce out of range atrial intrinsic amplitude measurements, a change in impedances, or noise with aggressive isometrics and pocket manipulation. Sensitivity was reprogrammed to 10mv; outputs were not changed. In addition, the minute ventilation (mv) feature was turned off. It was also reported that the patient had been experiencing lightheadedness and dizziness since (B)(6) 2020. Remote monitoring data was reviewed which revealed a prior signal artifact monitoring (sam) event with mv signal oversensing on the right atrial (ra) channel. Impedance measurements had been within normal ranges and stable over time. Discharging the patient with an event monitor was discussed, and then it was later decided to replace the device. This device was explanted and successfully replaced. The other manufacturer's rv lead was surgically abandoned and replaced as well. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. Correction to b5: event description re-written for clarity. Upon further review of event information, impedance measurements were not reported to be out of range. Correction to h6: high impedance code removed to reflect corrected b5. Correction to h10: investigation will be re-opened to review these corrections. Upon investigation completion, a supplemental report will be issued.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. Correction to b5: event description re-written for clarity. Upon further review of event information, impedance measurements were not reported to be out of range. Correction to h6: high impedance code removed to reflect corrected b5. Correction to h10: investigation will be re-opened to review these corrections. Upon investigation completion, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. However, field observations determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's leads, exhibited loss of capture (loc) and low right ventricular (rv) amplitude measurements. The pacemaker was reprogrammed with sensitivity increased to 4mv and outputs increased to 3.5mv@1ms. The local area field representative was unable to reproduce out of range atrial intrinsic amplitude measurements, a change in impedances, or noise with aggressive isometrics and pocket manipulation. Sensitivity was reprogrammed to 10mv; outputs were not changed. In addition, the minute ventilation (mv) feature was turned off. It was also reported that the patient had been experiencing lightheadedness and dizziness since (B)(6) 2020. Remote monitoring data was reviewed which revealed a prior signal artifact monitoring (sam) event with mv signal oversensing on the right atrial (ra) channel. Impedance measurements had been within normal ranges and stable over time. Discharging the patient with an event monitor was discussed, and then it was later decided to replace the device. This device was explanted and successfully replaced. The other manufacturer's rv lead was surgically abandoned and replaced as well. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. However, field observations determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that review of device data for this pacemaker revealed noise, high out-of-range right atrial (ra) pace impedances greater than 2,000 ohms, and minute ventilation (mv) signal oversensing. It was also noted that the patient had been experiencing lightheadedness and dizziness since (B)(6) 2020. The patient was seen in clinic and later transferred to the hospital, and troubleshooting was performed several times. The field representative also reported that loss of capture (loc) was observed. Noise and out-of-range pace impedance measurements could not be reproduced, however a change in impedances was observed with aggressive isometrics and pocket manipulation. At one point, sensitivity was increased to 4mv and outputs were increased to 3.5 @1msec, and then sensitivity was later increased again to 10mv. In addition, the mv feature was turned off. They discussed discharging the patient with an event monitor, and then it was later decided to replace the device. This device was explanted and successfully replaced. No additional adverse patient effects were reported.